Manufacturer narrative:
Insulin pump received with motor error alarm during the basic occlusion test due to end cap broken off. Was unable to confirm compromised force sensor alarm due to motor error alarm. Pump passed displacement test, rewind test, self-test, and unexpected restart error test. Insulin pump passed all operating currents tested within the specification range and passed off no power test. Insulin pump received with cracked reservoir tube lip, missing endcap sticker and minor scratches on display window noted. No moisture damage noted on electronics assembly noted.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 266 mg/dl. Customer also reported that end cap sticker came off. After troubleshooting, customer was advised that insulin pump would need to be replaced.